Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
AED has intermittent on/off problem. No patient involvement.

Manufacturer narrative:
The device history records for the sam 500p device were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat¿ from heartsine technologies on the (B)(6) 2012. The device was returned with a reported fault of an issue with the on/off button during the saver evo testing. Information from the history log showed the device was successfully power cycled 12 times from the date of installation on the (B)(6) 2013 up to the last log entry prior to receipt at heartsine on the (B)(6) 2020. Seven of those power cycles were recorded on the date of complaint on the (B)(6) 2020. The operation of the on/off button was verified during the investigation using the saver evo diagnostic tool. The device does not require a pad-pak to use the saver evo diagnostic tool, therefore it is possible the reported fault had been due to incorrect use of this tool or an intermittent failure. The device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. During this time the device was successfully power cycled multiple times via the on/off button without fault. Upon investigation the returned pad-pak (lot a2840) could not power on the device and was found to be severely depleted. No excess current drain or additional faults were identified on the returned sam 500p that would have led to the premature depletion of a pad-pak. All voltages recorded in the history log throughout the device¿s period of installation were found to be considerably above the voltage required to power on the device, and no low battery fails were recorded. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
AED has intermittent on/off problem. No patient involvement.